Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reports that there was a safety event and wants the field service engineer (fse) to conduct an investigation on why the mx40 did not alarm. An adverse event with unknown details was reported.

Manufacturer narrative:
Upon follow up with the service engineer, it was indicated that there was no fault to the philips device alleged by the customer. The customer was just seeking assistance understanding the clinical audit logs. To resolve the issue, the service engineer provided the customer with information regarding how to use the clinical audit logs. The device remains at the customer site.

Event description:
The customer reports that there was a safety event and wants the field service engineer (fse) to conduct an investigation on why the mx40 did not alarm. The device was in use on a patient. There was no report of patient or user harm.